Manufacturer narrative:
As of (B)(6) 2019 the initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on (B)(6) 2018 that medical treatment was required. Based on the information received, aso opted to file an MDR. Returned product and retained samples were submitted to the lab for testing in addition to review records of biocompatibility and latex screening tests. Refer to section of this report for further details. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. The product is not made with natural rubber latex.

Event description:
The initial report on (B)(6) 2018 consumer informed that she had an allergic reaction to the adhesive. She described the reaction as itchy, red, raised spots immediately after removing the bandages which turned into small blisters or boils in the same location. The completed customer information request (cir) was received on (B)(6) 2018. Consumer stated that she required medical treatment. In addition, consumer stated that the issue was with the tape area.